Manufacturer narrative:
(B)(4). The evaluation of the returned device is complete. A review of the event history log was performed and identified the following alarms: low drain volume, check heater line, drain not finished, check patient line, and check your position. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. A visual inspection, functional testing, and electrical testing were performed with no issues noted. A simulated therapy was successfully performed using the device. The reported unknown alarm was determined to be a check heater line alarm. The cause of this alarm could not be determined. Should additional relevant information become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for analysis and an evaluation is anticipated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified alarm occurred on the homechoice machine (no details provided). There was patient involvement but no patient injury or medical intervention indicated at the time of the report. No additional information is available at this time.